Event description:
Alaris pcu and lv module was used to program the intralipid infusion for a rate of 0.6ml/hr to run over 20 hours for a total of 11.2 ml to be delivered. The bag contained 50ml of medication and 26ml needed to prime the tubing. Pump was programmed correctly to deliver 0.6ml/hr but 25ml were delivered to the patient in approx. 17 minutes. Overdelivery was evident. Pump showed that only 0.16ml was to be delivered in that time frame. Additional labs were drawn for triglyceride levels, increased monitoring was initiated. Patient maintained on room air. Pump, lv module and tubing sequestered and sent back to the company for investigation.